Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the clinic. The clinic reported that the patient was seen the same day. Intervention of medical management and reprogramming for the right ventricular (rv) lead was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4568-45 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds that were consistent with lead trending historical measurement data. There was also occasional undersensing of r-waves noted on the stored egms (electrograms) at times with fast ventricular rates. The rv lead remains in use. No patient complications have been reported as a result of this event.